Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. During the deployment of the closure device, it was noted that the wds sheath was kinked. The closure device was able to be recaptured without issue. The wds sheath was then exchanged for a new one to successfully complete the procedure. There were no patient complications.